Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced failure of product to contain blood. The following information was provided by the initial reporter. The customer stated: rubber end of the needle has broken and blood has been bleeding to the holder.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced failure of product to contain blood. The following information was provided by the initial reporter. The customer stated: rubber end of the needle has broken and blood has been bleeding to the holder.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/15/2021. H.6. Investigation: bd received 50 samples for investigation. Five (5) of the samples were taken at random and each used to draw 5 vacutainers with horse blood. The blood was kept in an elevated reservoir to simulate venous pressure. No leakages occurred from any of the needles, hubs, or flash-back chambers, during this exercise. Damaged sleeve / leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.